Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 04. Sought medical attention for redness and swelling at the piercing site two weeks later. I.v. Antibiotics were administered and oral antibiotics were prescribed.